Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, there was a positioning issue with the lens. The lens was exchanged. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the first eye.

Manufacturer narrative:
A supplemental medical device report (smdr) #2 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of 03/25/2015 is being corrected to 05/11/2015. (B)(4).

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution with a small amount of blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. Based on our observation it can be reasonably concluded that the event is not manufacturing related. Due to the presence of surgical solution with blood and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).